Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon reported that when using the first device, the first three to five clips fired correctly on the cystic duct. When he placed the next two clips on the cystic artery, it appeared that they fired properly; but he noticed that when he checked behind the artery the clips actually crisscrossed/scissored. Three clips on artery not ok, fourth looked loose and scissored. The doctor asked for a second device to place additional clips on the artery, but it was "hard to make it work, almost like if you try to fire an empty gun that locks out. He asked for a third device and it worked so he completed the case with third device. There were no patient consequences reported.